Event description:
It was reported that during an open right colectomy procedure, on the second firing, the clip did not form and fell off the tissue structure into the patient. The clip was removed using a grasper. The next clip spit out of the jaws. Suture was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4)

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. We were unable to review batch history records and determine manufacturing and expiration dates associated with this complaint.

Event description:
The facility reported a flo-gard infusion pump which keeps alarming. According to the facility, it is unknown when or in which care area this event occurred. The facility did not have information regarding whether there have been any reports of patient injury, medical intervention necessary, or adverse reaction in association with this event. This facility was not willing to be contacted for any further information. During product evaluation, the reported condition was confirmed as failure code 2, which is a downstream occlusion failure code. This condition was caused by the door plate and slide clamp sensor being out of calibration, indicating failure code 2 was a false occlusion alarm. No additional information is available.